Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs precision neo neter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in device manufacture date section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the adc glucose meter. The customer's daughter reported that there were strange markings on the display and customer was therefore unable to monitor glucose. The customer experienced loss of consciousness and an ambulance was called. Unspecified third-party treatment was provided to the customer and no further information was provided. There was no report of death or permanent injury associated with this event.